Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported during use that intra-aortic balloon pump (iabp) had a catheter restriction and gas loss alarm and the balloon catheter was noted to be positioned significantly low. There was no patient harm reported.